Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, device was exhibiting post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made. Patient condition was fine after the event.